Event description:
Trinity revision of the ecima liner and ceramic head after approximately 3 weeks due to infection.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision) and patient medical history has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. It was reported that the explanted devices are not available to return for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
Per -4459 final report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision) and patient medical history was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. It was reported that the explanted devices are not available to return for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records were manufactured, packaged and sterilised in accordance with the correct specifications at the time of manufacture. Review of the manufacturing and sterilization documentation for the finished devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Based on the available information, no further investigation can be conducted and the root cause of the reported infection was not identified. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and ceramic head after approximately 3 weeks due to infection.